Manufacturer narrative:
The disposable set was not returned for investigation. Upon review of the photos provided by the user facility, it was noted that fluid was being introduced when the buddy disposable set was not installed in the heater unit. This is not recommended by belmont. The following warning statements are provided on page 7 of the buddy lite ac operator's manual: (1) "do not open the heater unit during or after priming" and (2) "do not attempt to prime unit or subject the disposable to flow outside of the heater unit, as the disposable set will be damaged." The manufacturing batch records for this lot were reviewed with no anomalies identified. All buddy disposable sets are 100% leak tested prior to being released for use. The retain sample for this lot was visually inspected, a standard leak test was performed, and fluid was also introduced via a gravity feed. No leaking was observed. The sales manager has gone to the user facility to provide additional user training. We did not receive any reports of patient injury. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that while using the belmont buddy disposable sets, the staff noticed that the set was leaking. The user tested a new set and found that set was also leaking from the side.